Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709sc, serial# unk, implant/explant: na.

Event description:
It was reported that the "recently" in the catheter (8709sc) packaging it was noticed that the clear boot was stuck to the plastic cover and ended up off the sterile field as the scrub tech didn't see that it was stuck to the lid.